Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's device stopped helping their symptoms. Patient said they were back to wearing a pad and diaper and leaking. Patient increased stim to 11.6 on program 2 and was still not feeling stimulation. Patient services reviewed how to change programs. Patient tried all 7 programs and was not able to feel stimulation on any of them; patient increased stim to 4 or higher on each program. Patient had no falls, trauma or change in activity. Patient's back was hurting from standing up. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.